Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture and high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient didn't experienced asystole. This crt-d and lv lead were explanted and replaced. No additional adverse patient effects were reported.